Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that there was difficulty removal of device from the lesion. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, the sheath insertion was not smooth but was able to manage to use it at the lesion. However, during removal, the balloon could not enter the sheath. Consequently, the balloon was repeatedly deflated and was removed by force. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. The recommended introducer sheath size for this device as per pcb 2cm specification is a 6fr. During analysis the investigator applied negative pressure to the device (as per preparation indications in pcb 2cm dfu) and successfully advanced the device through an 6fr boston scientific introducer sheath and then withdrew it without any resistance or issues noted. The 6fr introducer sheath used by the customer was not returned for analysis. A visual examination of the returned device confirmed that the balloon was not folded and had been subjected to positive pressure. No issues were noted with the balloon profile or balloon material. No issues were noted with the tip of the device. A visual and tactile examination identified no kinks or damage to the shaft of the device. No issues were identified during the product analysis.

Event description:
It was reported that there was difficulty removal of device from the lesion. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, the sheath insertion was not smooth but was able to manage to use it at the lesion. However, during removal, the balloon could not enter the sheath. Consequently, the balloon was repeatedly deflated and was removed by force. The procedure was completed with another of the same device. No patient complications were reported.